Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was examined; this showed no obvious defects. The returned device was given functional testing; this showed leakage of the airway in the area between pilot balloon and pilot valve. The device issue was confirmed. The issue was determined most likely as damage during use; this device type is 100% leak tested prior to packaging.

Event description:
Information was received that pre-testing of this smiths medical portex endotracheal tubes, leakage of air from the cuff was detected. No patient injury reported.